Event description:
The lay user/patient contacted lifescan alleging the meter is slow to respond from screen to screen. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Follow up # 1/supplemental report text (B)(4) 2010.the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was unknown. The patient was treated with ip meropenem 1 gm loading dose ((B)(6) 2010) and ip vancomycin 2 gm loading dose ((B)(6) 2010). The peritonitis was resolving. Dianeal therapy was ongoing. The reporter stated the peritonitis was not related to dianeal therapy.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k082590.